Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: a total of 8 low events were detected within the specified date and time range. A low event is defined as a glucose less than 54 mg/dl in a 2-hour period. The results of the investigation for this event is included below. Continuous glucose monitor (cgm) values of 40 to 51 mg/dl were recorded at 08:38:37 am to 08:53:37 am on (B)(6) 2019. ¿ a cgm alert 1 (cgm low alert) for a reading of 51 was enunciated at 08:38:37 am on (B)(6) 2019. The cause of the low bg could not be determined based on the review conducted. Continuous glucose monitor (cgm) value of 52 was recorded at 11:58:15 pm on (B)(6) 2020. ¿ a cgm alert 1 (cgm low alert) for a reading of 52 was enunciated at 11:58:15 pm on (B)(6) 2020. ¿ the user made the following bolus request(s) without entering current glucose or carbohydrates and while still having insulin on board (iob): time: 9:24:44 pm date: (B)(6) 2020 iob: 4.40 requesting a bolus without entering current bg or carbohydrates and while still having insulin on board (iob) may lead to a low bg event. Continuous glucose monitor (cgm) values of "low" (indicating below 40 mg/dl) to 51 mg/dl were recorded at 9:28:12 pm to 9:38:12 pm on (B)(6) 2020. ¿ a cgm alert 1 (cgm low alert) for a reading of 51 was enunciated at 9:28:12 pm on (B)(6) 2020. The cause of the low bg could not be determined based on the review conducted. ¿ the user made the following bolus request(s) without entering current glucose or carbohydrates and while still having insulin on board (iob): time: 6:40:13 pm date: (B)(6) 2020 iob: 2.61 requesting a bolus without entering current bg or carbohydrates and while still having insulin on board (iob) may lead to a low bg event. Continuous glucose monitor (cgm) value of 52 was recorded at 01:42:59 am on (B)(6) 2020. ¿ the user made the following bolus request(s) without entering current glucose or carbohydrates and while still having insulin on board (iob): time: 8:40:24 pm date: (B)(6) 2020 iob: 6.68 time: 9:38:50 pm date: (B)(6) 2020 iob: 6.01 requesting a bolus without entering current bg or carbohydrates and while still having insulin on board (iob) may lead to a low bg event. Continuous glucose monitor (cgm) values of 43 to 52 mg/dl were recorded at 11:32:50 am to 11:42:50 am on (B)(6) 2020. ¿ a cgm alert 1 (cgm low alert) for a reading of 50 was enunciated at 11:32:50 am on (B)(6) 2020. ¿ the user made the following bolus request(s) without entering current glucose or carbohydrates and while still having insulin on board (iob): time: 9:02:04 am date: (B)(6) 2020 iob: 1.46 time: 9:04:21 am date: (B)(6) 2020 iob: 5.42 requesting a bolus without entering current bg or carbohydrates and while still having insulin on board (iob) may lead to a low bg event. Continuous glucose monitor (cgm) values of 45 to 48 mg/dl were recorded at 01:32:38 am to 01:42:38 am on (B)(6) 2020. Continuous glucose monitor (cgm) values of 43 to 52 mg/dl were recorded at 01:57:38 am to 02:22:38 am on (B)(6) 2020. ¿ a cgm alert 1 (cgm low alert) for a reading of 48 was enunciated at 01:32:38 am on (B)(6) 2020. ¿ the user made the following bolus request(s) without entering current glucose or carbohydrates: time: 10:23:17 pm date: (B)(6) 2020 bg: 0 mg/dl requesting a bolus without entering current bg or carbohydrates may lead to a low bg event. ¿ the user made the following bolus request(s) without entering current glucose or carbohydrates and while still having insulin on board (iob): time: 10:27:24 pm date: (B)(6) 2020 iob: 5.00 time: 11:23:36 pm date: (B)(6) 2020 iob: 5.30 requesting a bolus without entering current bg or carbohydrates and while still having insulin on board (iob) may lead to a low bg event. Continuous glucose monitor (cgm) values of 42 to 51 mg/dl were recorded at 9:12:36 pm to 9:17:35 pm on (B)(6) 2020. ¿ a cgm alert 1 (cgm low alert) for a reading of 42 was enunciated at 9:12:36 pm on (B)(6) 2020. ¿ a user initiated tubing fill of size 13.46 units was observed at 1:20:42 pm on (B)(6) 2020. If the user did not disconnect during the ¿fill tubing¿ step of the cartridge change sequence, insulin would be delivered, and this could cause bg levels to drop. Continuous glucose monitor (cgm) value of 52 was recorded at 3:47:30 pm on (B)(6) 2020. ¿ a cgm alert 1 (cgm low alert) for a reading of 52 was enunciated at 3:47:30 pm on (B)(6) 2020. The cause of the low bg could not be determined based on the review conducted. ¿ the user made the following bolus request(s) without entering current glucose or carbohydrates and while still having insulin on board (iob): time: 2:37:59 pm date: (B)(6) 2020 iob: 5.78 requesting a bolus without entering current bg or carbohydrates and while still having insulin on board (iob) may lead to a low bg event. There is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels ranging from 40 to 60 mg/dl over the course of the past month. Customer reported that the bg cause may be due to a new medication but is unsure. Customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.